Event description:
Replacement philips dreamstation 2 CPAP advanced model dsx520t11c air filters turn black. Between weekly cleanings, filters go from white to completely black. I have saved four filter changes in ziplock bags. Date filters were installed in the machine is written on the side of the filter, and the day they were replaced is written on the storage ziplock. First black filter found (B)(6) 2024, then two normal changes on (B)(6) and (B)(6) 2024, then black filters on (B)(6) 2024. This is my replacement machine that arrived from philips around (B)(6) 2023 (I don't recall precisely when). Only soap and water have been used on the parts of the machine that detach and are washable. No testing done - I don't know where or what to test. Reference report: mw5153418.